Event description:
It was reported that the bd intima-ii¿ closed IV catheter system broke from the hub during use. The following information was provided by the initial reporter, translated from (B)(6) : "on (B)(6) , when the nurse was preparing to use the closed vein indwelling needle for the patient, she found that the leather tube was broken, so she used the closed vein indwelling needle of the same brand and batch number for the patient" "(B)(6), when the nurse was preparing to use the closed venous indwelling needle for the patient, the skin tube was broken, so the closed venous indwelling needle of the same brand and batch number was re-used for the patient"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1293533. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system broke from the hub during use. The following information was provided by the initial reporter, translated from chinese: "on march 24th, when the nurse was preparing to use the closed vein indwelling needle for the patient, she found that the leather tube was broken, so she used the closed vein indwelling needle of the same brand and batch number for the patient" "3.24 , when the nurse was preparing to use the closed venous indwelling needle for the patient, the skin tube was broken, so the closed venous indwelling needle of the same brand and batch number was re-used for the patient".